Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 700mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with a pen and the pump. Customer indicated that their doctor has been contacted and their blood glucose value was 154 mg/dl at the time of the call. Troubleshooting was performed and found that the customer also had some training sessions with a diabetes educator and adjustments were made to the settings. Customer declined high blood glucose troubleshooting and will call back at a later time. No further details given.